Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, staff discovered a loose cable in the articulation while inspecting the instrument prior to the procedure and before going into the patient. The procedure was completed with a backup instrument with no reported injury.